Manufacturer narrative:
Analysis received the unit with scratched lcd window, cracked and bleeding lcd glass. Analysis was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that unit has a crack screen. The customer's blood glucose was 82 mg/dl at the time of incident. The insulin pump will be returned for analysis.